Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6), 2005. Subsequently, a revision procedure was performed on (B)(6), 2015 due to pain and instability. During the procedure, the acetabular liner, cup and femoral head were removed and replaced.